Manufacturer narrative:
(B)(6). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -3.5/0.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later explanted and replaced for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -3.5/0.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later explanted and replaced for a longer length lens due to low vault with rotation and the problem resolved. Cause was reported as unknown. H6: medical device problem code: 2923. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -3.5/0.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later explanted and replaced for a longer length lens due to low vault with rotation and the problem resolved. Cause was reported as unknown.